Manufacturer narrative:
Citation: segal a. Outcome of stent graft implantation for treatment of access site bleeding after transfemoral transcatheter aortic valve replacement. Am j cardiol. 2017 aug 1;120(3):456-460. Doi: 10.1016/j.amjcard.2017.04.050. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcome of stent graft implantation of access site bleeding. All data were collected from a single center between 2010 and 2015. The study population included 194 patients (predominantly female; mean age 81 years), 139 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included 34 patients requiring vascular intervention due to access site bleeding; 27 of which were implanted with corevalve. Thirty one patients required femoral artery stent graft implantation and 3 patients required urgent vascular surgery. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.